Event description:
On (B)(6)2012, the lay-user/patient contacted animas (anm) alleging a possible cartridge leak issue. The patient did not allege any harm or injury because of the reported issue. The patient indicated that there appeared to be a "dimple" on the top of the subject cartridge where possibly leakage was occurring. The patient denied observing visible cracks on the luer lock. She claimed that there was some insulin residue on the inside of the cartridge cap for the last couple of cartridge changes. The patient reportedly did not save any of he suspect cartridges. The patient was reportedly sent replacement cartridges. A follow-up contact was made between anm and the patient. The patient indicated that he was no longer having any cartridge issues. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he had cartridges that had a possible leak issue. However, there is no evidence that the pump or cartridge issue contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: no product was returned for investigation. A retain cartridge sample from lot # b201735 has been evaluated by product analysis on (B)(4) 2012 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test and fill test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.